Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's implantable cardiac monitor (icm) was found to be undersensing leading to false pauses and atrial fibrillation (af) detections. The patient was asymptomatic. No intervention was done. The patient was stable.